Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that her sensor was giving incorrect readings that were triggering the customer's insulin pump to suspend. The customer's blood glucose was 145 mg/dl while the sensor gave a reading of 45 mg/dl. Calibration techniques were discussed. Customer also received a bad sensor alert following a second consecutive calibration error. Customer disconnected the call and will not be returning the device for analysis.